Manufacturer narrative:
Device received with blank display due to battery tube connector not plugged in properly. Device had minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was unknown. After troubleshooting, display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.